Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings in the dexcom app, but the ilet bionic pancreas was not displaying readings, consistent with signal loss between the cgm and the ilet. Symptoms included no glucose data on the ilet with no adverse clinical symptoms reported. Outcomes included temporary loss of automated dosing guidance on the ilet until cgm data transmission resumed. User support included telephone troubleshooting and education, verification of the pairing code and alarms, and guided reconnection steps. Investigation of this case revealed a cgm-to-ilet communication issue without evidence of sensor failure, as the dexcom app continued to receive readings and the ilet remained in the process of pairing. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm communication or pairing disruption.